Event description:
Right side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing. No additional observations.

Manufacturer narrative:
B3: date of event: on (B)(6) 2021. B5: describe event or problem: right-side capsular contracture baker grade 4.

Event description:
Right-side capsular contracture baker grade 4.